Event description:
It was reported to this manufacturer that there was no response while the surgeon was using a probe and a nerve integrity monitor during a scheduled procedure. Another probe was used to complete the case without further incident. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Sample was received with original inner pouch with label identifying it as item 8225101 prass standard monopolar stimulus probe, lot # 70000700. The probe appeared unused. The connector fit snugly into the connector port of a nim 3.0 console. A fluke 21 multimeter was used to check resistance across the probe from the uncoated tip of the probe to the connector. The multimeter registered an open reading. The probe was removed from the universal handle and likewise measured for resistance from the uncoated tip to the end of the probe. A reading of 1.0 ohms was obtained; the resistance across the probe must be less than 2.0 ohms. The handle was measured from the connector beneath the blue handle to the connector of the black hub. An open reading was shown. The blue handle was removed from the assembly, and the wiring beneath the blue handle appeared to be well manufactured. (The connector was securely fastened to the wire.) The wire was cut just above the black hub, and a reading was taken from the exposed wire to the connector beneath the blue handle. A reading of 0.2 ohms was obtained. This compares favorably to the drawing requirement of less than 0.3 ohms. The defect is within the molded black hub component. Customer complaint is confirmed for no response. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. Device description: this device consists of a stimulator probe that is insulated with fluoroplastic up to the active tip, and has a bipolar cable ending in connectors. This device is intended for use as an intraoperative motor nerve stimulator with the nerve integrity monitor or other emg monitors. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive neural stimulation. Whenever nerve paralysis is suspected, consult anesthesiologist. Warnings: false negative responses (failure to locate nerve) may result from neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli.